Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty to remove could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the procedure was to treat the left iliac vein. It should be noted the percutaneous transluminal angioplasty catheter (pta), armada 35 / armada 35 ll, global, instruction for use (IFU) states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for stent post-dilatation in the peripheral vasculature. In this case, it is unknown if the IFU violation contributed to the reported compliant. The reported patient effect of tachycardia is listed in the percutaneous transluminal angioplasty (pta) catheter, armada 35 / armada 35 ll, global, instruction for use (IFU) as a known patient effect. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported difficulty removing the device, separation, foreign body in patient, hospitalization and unexpected medical intervention are likely due to circumstances of the procedure. A conclusive cause for the reported patient effect of tachycardia and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left iliac vein. The 14x60 mm armada percutaneous transluminal angioplasty (pta) catheter was inflated three times to 11 atmospheres but the balloon ruptured. The device was fully deflated upon removal; however, the device became stuck on the end of the introducer sheath in the right internal jugular vein during removal. A knife was used to cut the flush port of the device and then the access sheath was removed. A larger sheath was then attempted and the distal marker of the balloon was able to be captured. When the device was retrieved, it was inspected and it was found that some of the balloon material had separated, about 1-5 mm of material. An angiogram was performed and a cava-gram. Intravascular ultrasound (ivus) was also performed and a focused scan of the neck, and no debris or foreign body was seen; however, a small fragment likely remains in the patient. A bedside echocardiogram was performed as there was sinus tachycardia which occurred related to guide wire and catheter manipulation. The patient was held for observation but they are well and asymptomatic. Subsequent to the initially filed report it was reported that the access site was the right internal jugular. The patient remains on pre-planned therapeutic anticoagulant. No additional information was provided.

Manufacturer narrative:
(B)(6) 2023 h6: medical device problem code 1494 off-label use manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na

Event description:
It was reported that the procedure was to treat the left iliac vein. The 14x60 mm armada percutaneous transluminal angioplasty (pta) catheter was inflated three times to 11 atmospheres but the balloon ruptured. The device was fully deflated upon removal; however, the device became stuck on the end of the introducer sheath in the right internal jugular vein during removal. A knife was used to cut the flush port of the device and then the access sheath was removed. A larger sheath was then attempted and the distal marker of the balloon was able to be captured. When the device was retrieved, it was inspected and it was found that some of the balloon material had separated, about 1-5 mm of material. An angiogram was performed and a cava-gram. Intravascular ultrasound (ivus) was also performed and a focused scan of the neck, and no debris or foreign body was seen; however, a small fragment likely remains in the patient. A bedside echocardiogram was performed as there was sinus tachycardia which occurred related to guide wire and catheter manipulation. The patient was held for observation but they are well and asymptomatic. No additional information was provided.